Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73a1800605. Investigations did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that with the applier, clips were not inserted properly, break, or do not close. There was no patient injury.